Manufacturer narrative:
The device was not returned to inspiremd for evaluation; therefore, a device analysis could not be performed. The investigation remains ongoing and has not been completed at this time. A follow-up medical device report (MDR) will be submitted if additional information becomes available that would affect or further clarify this report.

Event description:
Inspiremd received a voluntary medwatch form stating the following information: it was reported that the patient experienced an ischemic stroke. The patient presented as asymptomatic for a right transcarotid revascularization (tcar) procedure. The enroute transcarotid neuroprotection system (nps) and a non-(B)(6) stent were selected for use. The patient was neurologically intact upon leaving the operating room. Approximately two hours postprocedure, the patient developed right hemispheric stroke symptoms, which were later confirmed by computed tomography angiography (cta). The cta also revealed that the non-(B)(6) stent appeared significantly compressed. A dissection was identified at the right common carotid artery (cca) access site. The dissection was identified only on the stroke cta post-tcar and was not recognized during the tcar procedure. The stent was used solely to treat the initial ica disease, and no additional stent was placed because the dissection.